Event description:
I had bought a at home tattoo laser remover (that is what it is advertised as) called neatcell in (B)(6) 2023. I used it on (B)(6) 2023. After using it nothing happened to my tattoo but the skin surrounding the area was badly damaged. I have since repeatedly had to see a dermatologist to help with the healing of my ankle. The company reports being FDA approved. Here is the link https://neatcellpen.com/. The dermatologist said the skin may take over a year to heal under neath. It is still painful in certain conditions like in a hot tub.